Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified cartridge change errors occurred during the load sequence. Customer's blood glucose level was between 70-120 mg/dl. Customer declined tandem technical support to follow-up regarding the reported issue.